Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00085: head, 3025141-2018-00086: neck.

Event description:
An arh slide-loc radial head replacement system was implanted on (B)(6) 2017. Post-op, the patient complained about clicking in the elbow/wrist. Dissociation of the head/neck from the stem was suspected so the implant was explanted on (B)(6) 2018. It appeared that the implants had not actually dissociated.